Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6): product type recharger h3: analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6)) revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. Ad456980 was opened to address similar issues. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient stated that their recharger is not charging from the dock. Patient stated when they turn the recharger on the green battery indicator lights keep scrolling. Agent asked patient to connect with the handset and patient confirmed that the handset was at 0%. The issue was not resolved through troubleshooting. The patient was redirected to call patient service back once the handset is charged to further troubleshoot. 2024-nov-21 (B)(6) (con): additional information was received from the patient. They reported that the recharger not charging from the dock and the recharger battery indicator lights scrolling up and down rapidly. During the call, the recharger was unresponsive when undocked and all indicator lights were grayed out. The recharger battery indicator lights began to scroll up and down rapidly when the patient placed the recharger in the dock. Agent had the patient reset the recharger while it was undocked, but the issue persisted. No issue was found with the dock; the patient confirmed the power indicator led on the back of the dock was solid green. Agent re-opened the case and assigned to self to send an email to the repair department to replace the recharger. 2024-dec-10 additional information was received from the patient. They reported that the cause of the recharger not charging was determined, and the battery wouldn't charge; cradle had [illegible] but it was the battery. The patient called in and was told to charge the phone first, then call back. The patient did all that, it took them three steps, and it worked well. The issue has been resolved. The patient stated the scrolling lights was due to the bad battery, and the issue has been resolved.

Manufacturer narrative:
H3: no analysis was performed due to the non-analyzable medical issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.